Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a lumbar si block injection diagnostic procedure. The issue occurred while positioning the needle in the back, and the procedure was aborted as the issue was not resolved even after a reboot. However, no harm or injury to the patient or user was reported. The philips field service engineer examined the device and determined that it was unable to perform fluoroscopy. A study of the system logs revealed an 'application issue: generator exception occurred' error. During on-site troubleshooting, the root cause was discovered to be a problem with the cube x-ray controller. The supplier's part analysis was unable to determine the cause of the x-ray cube failure; however, the replacement of the cube x-ray controller (cube cvfd-5 assy) and lithium battery by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not available. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the cube x-ray controller and a lithium battery which returned the device to use in good working order.